Event description:
It was reported that there is a continuous alarm while in use.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. Device looks in new condition. No cracks or leaking visible. The customer reported issue of "there is a continuous alarm while in use" was not confirmed. The device was running for two hours, and no problem was found. Preventative maintenance (pm) performed, and o-rings replaced. Electrical safety and functional test passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.